Event description:
The customer used the suspect device to check their blood glucose. They obtained a result of 174 mg/dl and dosed 6 units of insulin. About thirty minutes later they were hypoglycemic and had a freind call the paramedics. When the emergency medical technician arrived they checked pt's glucose on their equipment and the reading was 47 mg/dl. They were taken to the hosp and given an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.